Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: -what is the lot number of the product? Do not know. Where was the location of the damage in the packaging? Do not know, no rep was present, materials has the item to return. When was it noticed that the packaging was damaged? Prior to impacting the sterile field. Was the packaging received damaged during transit? Not sure. Please indicate storage conditions in the hospital? They are a very significant user of powder, this is the first time this has been reported there, the powder is stored safely in their core. Was the product used on the patient? No. Was the product used during the procedure? If no, how was the procedure completed? Case was completed with a like item. What was not sealed, the product box, or the pouch that has the white envelope inside? Not sure they are holding the item in materials management. Is a photo available of the product? No. Is the device available to be returned for evaluation? If so, please provide the status of the return sample and any available tracking information. They are holding it in materials management and waiting for a shipping box. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2020 and absorbable hemostat was used. The packaging was damaged and unsterile. No adverse patient consequences were reported. Additional information was requested.